Manufacturer narrative:
Occurrence date and the exact model number are unknown. The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Additionally, based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback, in this hemosphere alta monitor, there were occasionally incorrect blood pressure and associated hemodynamic parameters measurements. No further information available. There was no allegation of patient injury. Patient demographics unable to be obtained.